Event description:
Ous MDR - it was reported that one week after the implantation loss of capture was noted. Sensing and impedance were good. Microdislodgement was suspected. During the revision no appropriate placement with acceptable values could be found and the lead was explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. The visual inspection showed that the inner conductor helix was kinked between the tip electrode and the ring electrode. The analysis showed that the cause was probably mechanical stress during the operation. The analysis did not show any further deviations that could be related to the clinical complaint. Especially the measurement values of the electrical analysis were within the technical specifications. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.